Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The alarm did not power on when using new batteries, an external power supply or a 9v adapter. However, there is battery leakage residue inside the battery compartment and on the battery contacts and springs. The battery door is missing and the aqualert water indicator label shows exposure to moisture. Warning label is missing and there is residue where it should be. (B)(4).

Event description:
The customer reported when the alarm is in use and the hold/suspend button is pushed the alarm continuously sounds. The customer did not provide a date when this was discovered. No pt incident or injury reported.